Manufacturer narrative:
Covidien reference number: (B)(4). A covidien field service engineer (fse) inspected the device and confirmed the reported condition. The graphical user interface (gui) printed circuit board (pcb) was replaced and the backlight inverter pcbs were updated. The fse performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 840 ventilator had erratic display. There was no patient involvement.